Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the uder inserted the catheter and experienced pain. Blood was noted immediately after. The user took a shower and laid down but began to experience chills. The user then proceeded to the hospital and was treated for septic shock. The patient was hospitalized for 6 days.